Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery (drca)with heavy calcification and heavy tortuosity. A 3.00 x 23 mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, there was resistance with the anatomy, and the stent failed to cross the lesion despite the use of the extension catheter. The sds was removed from the patient. It was noted resistance was felt also upon removal of the sds due to anatomical challenges. The target lesion was treated with an unspecified balloon dilatation catheter. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.